Event description:
The pump was returned for investigation. Investigation revealed an internal clock battery malfunction and a dim, pink display screen. This report is made based on results of investigation completed on 01/14/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/14/2014 with the following findings: the black box history revealed a time and date reset to the default setting following a battery change on 11/10/2013; correct time and date were observed to not be reset after this event. The pump was exercised for 24 hours, the battery was removed for 6 hours, and the time and date were observed to have reset to the default settings. The pump was opened to investigate and an internal clock battery malfunction was observed to have occurred. The pump booted to the verify screen. The display screen was observed to be dim with a pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).